Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was confirmed. It was determined the rad/fluoro gain calibrations were more than 50 days overdue. The calibration procedures were reviewed with the site. The system calibrations were completed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the fluoroscopy images were darker than normal. There was no patient involvement.